Manufacturer narrative:
Internal complaint number: (B)(4). An investigation was conducted on 10/22/2019. The device was returned to the factory for evaluation. No evidence of blood was observed. The device as returned was unable to be evaluated for position of seal and tension spring assembly as the delivery device and the loading device were not returned for evaluation. Only the seal with the tension spring assembly was returned. The seal was in a folded orientation indicating that the seal was tried to load in the delivery device . No visual defects were observed on the seal. A photograph was provided by the customer. A photographic inspection was performed. The aortic cutter and the loading device could be observed. The aortic cutter observed to be locked and not deployed. The seal with the tension spring assembly is observed to be inside the loading device away from the window indicating that the seal was tried to be loaded into the delivery device. Based on the photographic inspection and the returned seal, the complaint was confirmed for the reported failure mode " fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be loaded normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) umbrella could not be loaded normally. A replacement device was used to complete the procedure. The hospital did not report any patient effects.